Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A cartridge change was performed resolving the past occlusion. A system check was performed by tandem technical support and the customer reloaded the cartridge to resolve the current occlusion. There was no adverse impact to customer¿s blood glucose level.